Event description:
The customer reported that cine mode was not working on the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine disc was replaced. The system was tested and found to be working as intended and put back into service.